Manufacturer narrative:
The field service engineer found the rinse tubing had a failure/leakage and low rinse cell volumes. He replaced several parts and performed checks. Calibration, qc, and precision testing were acceptable. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #:(B)(4).

Event description:
The initial reporter received questionable ise indirect na, k, cl for gen.2 results for one patient with the cobas 6000 c501 module. The initial results at 11:28 a.m. Were a na of 154 mmol/l, a k of 4.7 mmol/l, and a cl of 90 mmol/l. A second sample was tested at approximately 18:27 with a na result of 137 mmol/l. The result had a delta check which prompted the user to investigate the reason. This result was confirmed by a radiometer abl 837 and a cobas 6000 as well as repeated on the cobas c 501, which resulted in a na of 137 mmol/l. The k and cl results were not provided. The reporter repeated the original sample at 19:14 with results of a na of 136 mmol/l, a k of 4.1 mmol/l, and a cl of 102 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.